Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient had poor coupling with recharging and their equipment was not working for them. Patient services clarified this, and the patient stated they were not getting any of the coupling boxes, they stated that they were all empty. Patient services had the patient reposition the antenna over the ins and it was reported that this resolved the reported issue. It was reported that at first the caller was just seeing two boxes filled in and once repositioned the antenna over the ins they were seeing 6 coupling boxes filled in. The importance of the antenna placement over the ns and to charge over thin material-not bulky clothing was reviewed with the patient. It was also reviewed how the number of efficiency bars will affect the recharge time. It was indicated that this issue started about two weeks ago (2019). The patient also noted that their equipment was not working for them. Patient services clarified this and the patient stated they were seeing the ¿recharge the stimulator screen¿. The patient stated that the area where the ins was implanted was really sore all of the time. They stated that they felt like it was burning and heated. The meaning of the ¿recharge the stimulator¿ screen was reviewed with the patient and the patient was then redirected to follow-up with their healthcare provider (hcp) to address their symptoms. It was reported that the ¿recharge the stimulator¿ screen was seen almost two weeks ago (2019). The ins area being sore/burning/heating had been occurring for a couple of weeks as well (2019). The patient indicated that they have an appointment scheduled with their healthcare provider (hcp for thursday, (B)(6). No further complications were reported/anticipated.